Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported system resulted in incomplete island as a result surgeon was unable to lift the flap and bandage contact lens used for healing in the right eye of the patient during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The energy was stable during this period. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Provided treatment report shows probably an uncut area in the center of the flap in right eye. It was not possible to lift flap and surgeon decided to let cornea heal and perform photorefractive keratectomy on another day. According to clinical application specialist conclusion everything was well centered during docking. No technical issues could be observed during flap creation and no problems occurred during other treatments. According to the practicing physician the issue might have been caused by the patient anatomy. No technical root cause was identified as the product was found to be within specifications. Most probable root cause is patient anatomy. The manufacturer internal reference number is: (B)(4).